Manufacturer narrative:
Little info about the event was supplied. Investigation is ongoing and when add'l info is supplied, a supplement report will be filed as appropriate.

Event description:
It was reported that a pip implant was being revised.